Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hysterectomy event description: [user facility] during the surgery the device began to activate by itself without manual activation by the surgeon. And after that the device did not work so they decided change by a new one and there was not problem. No patient injury. Device key is available for return. Intervention: "and after that the device did not work so they decided change by a new one and there was not problem. " patient status: no patient injury.

Manufacturer narrative:
A portion of the event unit, the device key, was returned to applied medical for evaluation. As an incomplete device returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the complainant¿s experience of unintended energy output. In the absence of the complete event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: hysterectomy. Event description: [user facility]. During the surgery the device began to activate by itself without manual activation by the surgeon. And after that the device did not work so they decided change by a new one and there was not problem. No patient injury. Device key is available for return. Intervention: "and after that the device did not work so they decided change by a new one and there was not problem. " patient status: no patient injury.